Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the outer tube was deformed, the parts were not disassembled or reassembled, the charged coupled device was broken, and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube had a dent and therefore the parts were not disassembled or reassembled, and the charged coupled device was broken and therefore the image had white dots. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a damage to the protective tube. There were no reports of patient harm.